Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with leakage. It was stated ¿a health professional reported that there was leakage of their anesthetic wand coming from where the needle connects. It was noticed after the needle was added so it would have to be the needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with leakage. It was stated ¿a health professional reported that there was leakage of their anesthetic wand coming from where the needle connects. It was noticed after the needle was added so it would have to be the needle.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: fifty samples were returned for evaluation by one of our quality engineers. Leak testing was performed on ten of the returned samples. None of the samples returned leaked therefore failure mode was not verified and root cause could not be determined. There have been no changes to the hub of the precision glide needle. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage other with lot #7058599 regarding item #305128 qn review: one notification was written for assembly batch 7059581 for bent cannula; (B)(4) parts were scrapped. DHR review: assembly batch 7059581 had 30 visual inspections performed on (B)(4) parts with just one defect noted for bent cannula. Five leak tests were performed on (B)(4) parts with zero failures recorded investigation conclusion: unable to determine a root cause.

Event description:
It was reported with the use of the bd precisionglide¿ specialty use sterile hypodermic needle there was an issue with leakage. It was stated ¿a health professional reported that there was leakage of their anesthetic wand coming from where the needle connects. It was noticed after the needle was added so it would have to be the needle.¿ there was no report of injury or further medical intervention.